Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's display, system board, display board, machine flow sensor and blower assembly were replaced to address the issues. The display, system board, display board, machine flow sensor and blower assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the display, system board, display board, machine flow sensor and blower assembly functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's display, system board, display board, machine flow sensor and blower assembly were replaced to address the issues.